Event description:
It was reported that an ilet pump displayed a pairing failed message with a dexcom g7 continuous glucose monitor (cgm) sensor while the dexcom app on the phone remained connected, and the pump prompted to connect the cgm and to check the pairing code; the user re-entered the pairing code, then manually entered a blood glucose to enable insulin delivery, consistent with an intermittent communication failure involving the antenna and electrical/magnetic components. Symptoms included hyperglycemia with a peak glucose of 217 mg/dl and no associated clinical symptoms. Outcomes included no long-term health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between the cgm and the pump consistent with intermittent communication failure and involvement of the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.